Manufacturer narrative:
The product was not returned to evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose measured 409 mg/dl at 9:00 am and 386 mg/dl at 1:15 pm with no boluses reported. The pod was deactivated and she noticed the cannula was a little bit bent. She stated the site was irritated and there was also a big red bump on her arm. She was able to activate a new pod and at 1:20 pm her bg was reading 164 mg/dl.